Event description:
It was reported that the system had an unexpected shutdown. A pcu was running with 4 modules infusing. Customer reports pcu shut down during infusion without warning. Clinicians then took the pcu and 1 pump module to biomed. Clinicians then took the other 3 modules and attached them to a new pcu., however system shut down again. Customer reports the devices may have not been plugged in at the time. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported complaint of system shut down was confirmed through the review of the logs and replicated during laboratory testing. ¿ a review of the suspect pcu (sn:(B)(6) event log observed that a ¿net_unit_disconnected¿ occurred on 19 june 2024 at 11:54 which lost communication between the attached pump modules (sn:1(B)(6). ¿ the pcu was observed to be on ¿dc_power¿ beginning on 7:18 pm and was on ¿ac_power¿ beginning at 9:20 pm. ¿ a review of the suspect pcu (sn: (B)(6)) event log observed that a ¿net_unit_disconnected¿ occurred on 19 june 2024 at 12:59 pm which lost communication between the attached pump modules (sn:(B)(6)). ¿ the pcu was observed to be on ¿ac_power¿ in at 12:01 am after it was powered on. ¿ the suspect pcus iui connectors were observed with a date code of 04-15 (april 2015), making them over nine years old. ¿ inspection of the iui connectors observed contamination on the male and female iui connector pins and housing. ¿ laboratory testing observed both suspect pcus alarming for communication error. Replacing both iui connectors on the suspect pcus confirmed that the communication error was no longer observed. ¿ bd alaris system channel disconnect tip sheet recommends inspecting the iui connectors prior to each use. ¿ if any surface contaminants (e.g., blue or green deposits), cracks, or other signs of damage are visible, this means the connector requires replacement. ¿ use of damaged devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repairs. ¿ bd issued a voluntary medical device recall notification dated june 30, 2020, to address specific cleaning practices as it relates to the bd alaris system which contains the following notifications related to cleaning: ¿ best practices for cleaning bd alaris¿ system devices ¿ bd alaris¿ system cleaning audit ¿ bd alaris¿ system cleaning checklist ¿ bd alaris¿ system iui inspection quick reference ¿ bd alaris¿ system with guardrails¿ suite mx user manual addendum july 2020 ¿ as a result, the srd-783 cleaning requirements were updated to align with iec 60601.1 11.6.6 standards. ¿ the best practices for cleaning alaris system devices tip sheet recommends not allowing the cleaner to collect on the instrument and not using an oversaturated cloth during the cleaning process. Be sure to squeeze out excess liquid. ¿ do not allow cleaning solutions to collect on the instrument. Residual buildup might cause the moving parts to become sticky and hinder their operation over time. ¿ use a dedicated soft-bristle brush to clean the case to remove any visible residue. The brush may also be used to clean narrow or hard-to-reach areas. ¿ do not allow the cleaner to collect on the instrument. ¿ the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported system shut down was attributed to communication loss which was caused by contaminated male and female iui connectors on both suspect pcus. Note that this report lists imdrf annex a040502, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the system had an unexpected shutdown. A pcu was running with 4 modules infusing. Customer reports pcu shut down during infusion without warning. Clinicians then took the pcu and 1 pump module to biomed. Clinicians then took the other 3 modules and attached them to a new pcu., however system shut down again. Customer reports the devices may have not been plugged in at the time. There was patient involvement and no harm.

Manufacturer narrative:
Added pi to the unique device identifier (UDI)# field. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the system had an unexpected shutdown. A pcu was running with 4 modules infusing. Customer reports pcu shut down during infusion without warning. Clinicians then took the pcu and 1 pump module to biomed. Clinicians then took the other 3 modules and attached them to a new pcu., however system shut down again. Customer reports the devices may have not been plugged in at the time. There was patient involvement and no harm.